Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, e1 (event site email), g4, g7, h2, h6(type of investigation), h10, h11. Corrected fields: h4. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (apr-2019 through mar-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "leak in iab circuit" issue. The fse set up the iabp to pump; iabp unit pumped for three days without an issue. All functional and safety checks to meet factory specifications were performed. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) had a leak in the iab circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.